Manufacturer narrative:
Information contained in this report was previously submitted through psr 15/oct/2018. A review of the device history record has been completed. No deviations or non conformances noted. Device evaluation: analysis of the returned device identified, "opening extended on posterior, red particles and underweight. A visual and microscopic analysis was performed which identified sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp opening on posterior due to an unidentified (tear) opening." Reason for reoperation reported as rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Additionally health professional states "pronounced involution atrophy of the mammae on both sides in a condition of three para and ptosis of the breasts on both sides." Device has been explanted.